Manufacturer narrative:
Product evaluation: the curved diamond bur was received for analysis. Visually, the outside diameter of the front hub proximal to the locking area was expanded which would have resulted in the reported event. The diameter raised from 0.372¿ to 0.383¿ in the expanded section; which is out of specification. Although there were marks from an attempt to load the bur, portions of the expanded area showed a uniform radius on both sides which likely indicates it was not the result of misuse or mishandling. Functionally, the expanded section would not load into the handpiece (without forcing). Due to the hub deformation, the bur could not be properly loaded into the handpiece which resulted in the inner tube rubbing up against the outer tube at the proximal end causing friction, noise, and heat. The extent of the heat could not be determined due to variables such as speed the bur was being run at, irrigation, and extent of load placed on the bur while in use.

Event description:
The physician reported that an "abnormal noise was heard and the [shaft of the] bur became hot" within one minute." A backup was used to continue with the procedure; there was no patient impact. It was suspected that the bur may not have been attached to the handpiece correctly; however, that could not be confirmed. The user also stated that the device was being run at 12,000 rpm in forward or possibly oscillate, and they were unsure whether irrigation was being run or not.